Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was dead and it shocked her. The MRI tech confirmed that the device was dead and confirmed that they knew what the patient was eligible for. In the end, the MRI tech requested for a manufacturer representative (rep) to put the ins into MRI safe mode. There were no further complications reported or anticipated.